Event description:
It was reported that the patient experienced difficulty cycling this inflatable penile prosthesis (ipp). Upon evaluation, it was noted that the pump had migrated through dartos fascia due to dehiscence; therefore, a revision surgery was performed to remove and replace the component. No additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2025 was used as estimate. As it was reported that the onset date was approximately 6 weeks ago.